Event description:
A malfunction was reported with the customer¿s pump, specifically identified as malfunction 1, with the issue being non-resettable. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Corrective actions included replacing the pump under warranty, providing a backup therapy using multiple daily injections (mdi), and advising the customer on necessary precautions and steps with the updated replacement pump.